Event description:
It was reported that the patient's increased seizures were attributed to end-of-service (eos) status. No additional relevant information has been received to date.

Event description:
It was reported that the device was replaced. The suspect device has not been received to date. No additional information has been received to date.

Event description:
It was reported that a patient's replacement was delayed, and the patient was having increased seizures. No additional relevant information has been received to date.